Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation.

Event description:
According to reporter, during a trach change the replacement trach provided inadequate ventilation as the pt became cyanotic. The initial trach was replaced which resolved the issue. No long term incident related medical sequela was reported.